Event description:
It was reported that a malfunction occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).